Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise. The patient presented on (B)(6) 2019 for lead revision procedure. Prior to the procedure, the lead was tested and noise could not be reproduced. The lead was explanted and replaced successfully. The patient was stable prior, during, and after the procedure.